Manufacturer narrative:
Concomitant product(s): a4965 x2 leads, implanted (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial and ventricular leads had high threshold. The right atrial lead also had high pacing impedance. The leads were inactivated and replaced. It was also reported that the patient experienced phrenic nerve stimulation due to the transvenous left ventricular lead. The lead was capped, and the use of a chronic epicardial lead was resumed. No further patient complications have been reported as a result of this event.